Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was above 600 mg/dl. Customer stated insulin pump stopped working and also insulin pump had keypad anomaly. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.